Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix e/x on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2019. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date ((B)(6)2007) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix e/x on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2019. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of composix e/x mesh. Per op notes, ¿through the old abdominal incision, it was noted that there was five areas of hernia formation which was dissected and the area was sutured. A composix e/x mesh was placed over the defect and sutured completely¿. (B)(6) 2019 patient was diagnosed with morbid obesity, thereby underwent laparoscopic repair with explant of composix e/x mesh. Per op notes, ¿there were some adhesions and hernia recurrence inferior to the superior approach where the previous hernia repair had been performed. The composix e/x was opened and there was a brown gelatinous fluid collection between fascia and mesh. There were no purulence or infection. The unincorporated composix e/x mesh was excised and the fascia was sutured¿.